Event description:
The user facility reported the cutter had inadequate cutting action upon initial activation. There was no impact or injury to the pt.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.